Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. This report is for one unknown 4.5mm cortical screw. Part and lot numbers were not provided for reporting. Other number¿UDI: unknown part number, UDI is unavailable. (B)(6). It is unknown if the subject device fragment not retained in the patient will be returned for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in the (B)(6) as follows: it was reported that during surgery to treat a basicervical fracture of the right femoral neck, an unknown 4.5mm cortical screw broke at the level of the neck when the last couple of threads were left to be screwed in. The patient was being treated with a dynamic hip screw system. The surgery was completed, leaving the broken screw in place, and completing implantation of the 5-hole plate to obtain a biomechanically strong construct. It was reported that the broken screw fragment retained in the patient's bone is unlikely to cause any harm to the patient and is not thought likely to back out of the femoral shaft. There was no report of surgical delay. This report is for one unknown 4.5mm cortical screw. This report is 1 of 1 for (B)(4).